Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a lobectomy procedure, upon inspection of the cartridge, the cartridge looks shredded on the side of the cartridge deck. Another device was pulled with a black reload and was used to complete the case. There were no adverse consequences for the patient.